Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field: e1 (event site telephone). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor (0119-00-0236). All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had high temperature alarm. The device was immediately replaced and the patient was treated. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1. Full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.